Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to connect the charging cable with the usb port; reportedly, the customer suspected usb port damage was causing the fitting issue. Additionally, it was reported the customer observed the cartridge septum leaking. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.